Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the helix was distorted/bent and the helix electrode consistently extended within 16 turns and retracted within 13 turns. Primary analysis findings indicated no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the helix would not deploy. Consequently, this lead did not remain not implanted. No patient complications have been reported as a result of this event.